Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing came apart at the quick release site while she was sleeping. Her blood glucose level at the time of event was 390 mg/dl. The pump was worn on the patient's left side. Reportedly, the infusion had been in use for one day and the infusions were not stored, or used, in a place where the might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.